Event description:
It was reported a revision surgery in the left knee for poly exchange from 9mm to 11mm. Patella was resurfaced.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical information has been provided to conduct a thorough assessment of the reported issue. No medical investigation can be rendered. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.